Manufacturer narrative:
Section d6b. If explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported halo vision- surgical intervention required, glare surgical intervention required & visual disturbance- dysphotopsia- requiring surgical intervention issues). Section h6- health effect - clinical code: 2140 - visual disturbance- dysphotopsia- requiring surgical intervention, 2140 - glare surgical intervention required. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal toric intraocular lens (iol) was implanted in the patient's left eye (os), and the patient experienced blurry vision, halos, glare, and visual disturbances, which were noted during a post-operative examination. The patient reported excellent vision during the day; however, nighttime vision was significantly impacted by persistent halos that did not improve, resulting in difficulty driving and overall dissatisfaction. No pain or discomfort was reported. Pre-operative refraction was plano -3.00 x089, and post-operative refraction was os +0.25 -0.50 x034, with a target of plano. Due to the severity of the halos, the lens was explanted and replaced with a zcu300 +18.0 lens. During the explant procedure, a suture was placed for the main incision; no other unplanned surgical interventions or patient injury (e.g., capsular tear) were reported. No medical intervention was provided to alleviate the visual symptoms. Post-explant, the patient reported loss of some near vision. No further information was provided.